Event description:
On 10/18/2024, a sales representative reported via (B)(4) that an ar-8925ss knotless tightrope had an issue during a procedure. The tightrope was implanted well but when the tension was applied the button of the medial malleolus went through the fracture inside the bone, and the doctor had to bite the suture to remove it.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.